Event description:
It was reported during a revision procedure, the implanted lead was found to have a slit in it where it had been kinked. The physician decided to place a cinch anchor over the slit and sutured it to the lead tail. The surgery was extended approx 10 mins. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.